Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the device reached normal battery depletion.

Event description:
It was reported that in (B) (6) 2009, the estimated longevity of the device was nine months and a month later, it had reached eri (elective replacement indicator). The patient missed a scheduled follow up and was not seen until (B) (6) 2010. During device replacement, while reconnecting the ventricular lead to the device, there was no pacing. The device was explanted and replaced. It was further reported the atrial lead was capped and replaced due to inadequate pacing threshold. No patient complications have been reported as a result of this event.